Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the laser weld of the spring component was broken. Spring was not returned for evaluation. Due to missing spring the centering attachment does not lock properly. Breakage of the weld was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hollow reamer ø16 cann f/quick coup f/dh would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part# 03.037.004. Lot # 160477-202. Manufacturing site: leitner ag. Supplier: (B)(4). Release to warehouse date: 13 apr 2017 . Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with the reamer. The sales rep arranged the tfna instrument for the surgery, and when the instrument arrived on (B)(6) 2025, the agency inspected it and discovered that there was a problem with the centering part of the reamer not locking. The sales rep was present on the day of the surgery on (B)(6) received the above report and confirmed the problem. This was the second operation that day to use the instrument in question, and the sales rep was told that after the first operation using the outsourced tfna instrument, the outsourced crown reamer alone would be sterilized and reused for use in the second operation. Therefore, the defective item in question was not used in the operation, and the surgery was completed successfully with no delay. No further information is available.